Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported a martel printer for the I-stat1 analyzer was hot to touch. There was no report of any injury associated with the complaint.